Event description:
It was reported that the touch screen display head a dead spot, preventing use of pump. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.